Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10/2.75 flextome cutting balloon was used for pre dilatation. During the procedure, it was noted that the balloon ruptured upon inflation. The device was removed completely from the patient's body and the procedure was completed with a non bsc device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure and a pinhole leak identified in the mid-body of the balloon. It was noted that there was a large build-up of blood in the balloon. The blades and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10/2.75 flextome¿ cutting balloon¿ was used for pre dilatation. During the procedure, it was noted that the balloon ruptured upon inflation. The device was removed completely from the patient's body and the procedure was completed with a non bsc device. No patient complications reported and the patient's status was good.